Event description:
It was reported that customer experienced recurring occlusion alarms. Customer¿s blood glucose level exceeded 500 mg/dl. Customer managed high glucose by changing infusion set and cartridge and then resuming insulin. Customer was advised to contact technical support when occlusions were occurring.